Manufacturer narrative:
Qn# (B)(4). "New information received indicates that this was not a reportable event, thus, the initial MDR submitted on 13/05/2024 should be re tracted."

Event description:
It was reported that: "(B)(6) 2024, the catheter tip was found deformed during use on the patient. The patient was reproted as fine.

Event description:
It was reported that: "(B)(6) 2024, the catheter tip was found deformed during use on the patient. The patient was reproted as fine.

Manufacturer narrative:
Qn# (B)(4).